Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilators downloaded error log. The device's internal battery was replaced to address the issue.